Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
In (B)(6) 2011 the pt experienced a medial distal tibia pilon fracture and was implanted with a 3.5mm lcp low band medial distal tibia plate. At some point post implant the pt developed an infection with a severe open gaping wound around the plate. The pt was returned to the operating room on (B)(6) 2012 for removal of the plate, 3.5mm locking screws x 7 and 4.0mm cannulated screws x 2. The surgeon did not revise the pt. The pt is currently on IV antibiotics to treat the infection. This report is #6 of 10 for the same event.